Manufacturer narrative:
(B)(6). (B)(4). Investigation results: an accutrac 200 laser fiber was returned in one continuous piece. The fiber measured approximately 318.5 cm from the top of the connector to the distal tip. Visual examination revealed that the exposed glass fiber tip appeared used and had degraded. Exposed glass portion of the tip measured approximately 2.5 mm. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. Fibers are consumable and meant to degrade. There was no damage along the body of the fiber. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber was broken within the connector, likely as a result of handling during setup of the procedure. Review and analysis of all available information indicated that the fiber connector was fractured, this was likely as a result of handling during setup of the device as it interacted with a scope, and the device had no influence on the event. Therefore, the most probable root cause is adverse event related to procedure. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accutrac 200 laser fiber was used during a ureteroscope lithotripsy procedure in the ureter performed on (B)(6) 2019. According to the complainant, during the procedure, there was no laser energy coming out from the laser fiber. The procedure was completed with another accutrac 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the connector.